Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the faulty sweep flow check valve, cv150. (B)(4).

Event description:
The customer reported the volume of the red blood cell (rbc) bath decreased with the instrument at idle and rbc aperture vote-outs were obtained involving the unicel dxh 800 coulter cellular analysis system. The customer indicated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility and observed a faulty sweep flow check valve, which caused a backflow in the sweep flow supply line during system idle. The fse replaced check valve cv150 and resolved the reported issue. The instrument was returned to normal operation.